Event description:
It was reported that battery percentage reading was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and provided no additional details, and case was documented by technical support while customer proceeded with renewal process.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.